Event description:
A vns generator was explanted and replaced due to prophylactic reasons. The generator was later returned for product analysis. During manufacturer product analysis, a comprehensive automated electrical eval showed that the pulse generator was not operating according to functional specifications. The pulse generator unit failed the feed-thru capacitor tests. With the exception of the noted conditions, there were no adverse findings that would inhibit the product from performing as intended. The most probable root cause for the backup capacitor tests was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor.